Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the vessel sealer extend (vse) had insufficient sealing, so the customer found it hard to control the bleeding. A backup instrument of the same kind was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The uterus tissue was bleeding a little and it was as part of the planned surgical procedure. There was no allegation that a da vinci procedure caused or contributed to the bleeding. Blood transfusions were not administered. The customer used a backup instrument of same kind to stop the bleeding. There was no serious deterioration/clinical instability during the time it took to get and install a backup instrument. Additionally, the vse instrument worked, but sealing was not sufficient. No errors occurred when the vse issue occurred. During the sealing sequence, an audible signal (continuous tone) was heard while the pedal was pressed. The seal cycle completed with the fast audible tones. The uterus tissue was not exposed to any radiation or chemotherapy prior to the procedure. Tissue effect was observed during the sealing cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. No post-operative nor intra-operative complications were observed. The customer did not allege a malfunction of an isi system or accessory and confirmed that no fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury. Although requested, the following information is unknown: if the tissue ever cut that was not fully sealed, what caused the vse issue, and if the target tissue was under tension during the sealing/cutting process. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the vse (part# 480422-01/ lot/serial# l90211109 0137) associated with this event has been performed. Per this review of the logs, the vse was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. No image or video clip for the reported event was submitted for review. This event is being reported because the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "due to insufficient sealing, the surgeon got in trouble with bleeding control.¿ failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues and passed the cut test during on multiple attempts. The grip force test was performed and passed on all orientations (straight, pitch, and yaw). No errors occurred during in-house testing. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The knife slot measured at 0.026 and the jaw gap verification passed at 0.004. A review of logs showed no failures. There was no problem detected. The grip force test result included straight was 8.107, pitch was 7.552, and yaw was 7.583. A review of the instrument log for the vessel sealer extend (vse) (part# 480422-01/ lot/serial# (B)(6) associated with this event has been performed. Per this review of the logs, the vse was last used on 14-apr-2022 via system serial# (B)(6) . This is a single-use instrument. In addition, a review of the rfe procedure log showed the site performed this benign hysterectomy surgical procedure on 14-apr-2022 via system serial# (B)(6) . Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Corrected information can be found in the following fields: d4 (batch sequence was updated). Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.